Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn( B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the epic not sending the required a01/a04 admit or a03 discharge messages to pyxis, resulting in multiple patient visits remaining in a preadmit or undischarged state despite being discharged in epic. A technical support specialist reviewed sample encounters showed that only a05 preadmit and a08 update messages were received, with no corresponding admit or discharge events, which caused pyxis to retain "phantom" visits. To restore workflow, the customer manually discharged affected patients, validated message history, gathered primary identification number (ids), and opened it ticket for epic interface team review. Bd cce support was engaged to confirm that pyxis had no processing errors and that the missing adt messages never reached the system. The epic interface team was requested to provide message sequence numbers for the missing a01/a04 or a03 messages. The root cause resided within the epic interface workflow. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient admissions were not being discharged from pyxis. Many previously admitted patients did not receive discharge messages from epic. The customer had multiple instances where the discharge appeared partially completed in epic, but the patient still had to be manually discharged by the customer. There were no adverse events or injuries reported based on this event.